Event description:
A pt reported blood glucose results of 367 mg/dl and 143 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A walk through test was done with pt and the results were 359 mg/dl, 263 mg/dl and 183 mg/dl. A control solution test was performed and the results fell within specifications.